Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device comes in used condition. A piece of metal from the cautery tip is detached. The fragment was not returned. The device will be sent to the manufacturer for further review. Manufacturing investigation results for vapr clplse90 electrode w hand cntrls: device was received in its original packaging, carton only. Missing active tip, residue and scratches on the ceramic, residue within the suction tube, erosion on the suction tube, discoloration between the return tube and ceramic. Handle assembly is in good condition. Cable and plug assembly is in good condition. Electrical checks: the device passed all the parameters. Functional checks: the device failed flow rate test before and after activation. This failure is consistent with those investigated in CAPA. The overall complaint was confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause is undetermined. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: a photo and 3 videos were provided for evaluation. Visual inspection of the returned photo and videos found in an arthrocopy that the device is being used inside the patients body. The cautery tip was found detached from the electrode. Manufacturing investigation results for vapr clplse90 electrode w hand cntrls: this failure is consistent with those investigated in CAPA. The most probable root causes for this failure as mentioned in the CAPA are as follows: the weld bridge on active suction tube is providing sufficient weld material and retention. Mechanical fatigue due to stress corrosion pitting/corrosion and due to welding process. Misuse (eg. Extended activation, or overloading of mechanical forces). The product IFU cautions-"electrodes will wear from normal use, dependent on factors such as lenght of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted". The overall complaint was confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would have contributed to the complained device issue. Based on the investigation findings, the potential cause is undetermined. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device comes in used condition. A piece of metal from the cautery tip is detached. The fragment was not returned. The device will be sent to the manufacturer for further review. Manufacturing investigation results for vapr clplse90 electrode w hand cntrls: device was received in its original packaging, carton only. Missing active tip, residue and scratches on the ceramic, residue within the suction tube, erosion on the suction tube, discoloration between the return tube and ceramic. Handle assembly is in good condition. Cable and plug assembly is in good condition. Electrical checks: the device passed all the parameters. Functional checks: the device failed flow rate test before and after activation. This failure is consistent with those investigated in CAPA. The most probable root causes for this failure as mentioned in the CAPA are as follows: the weld bridge on active suction tube is providing sufficient weld material and retention. Mechanical fatigue due to stress corrosion pitting/corrosion and due to welding process. Misuse (eg. Extended activation, or overloading of mechanical forces). The product IFU cautions-"electrodes will wear from normal use, dependent on factors such as lenght of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted". The overall complaint was confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would have contributed to the complained device issue. Based on the investigation findings, the potential cause is undetermined. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.,

Event description:
It was reported that during a shoulder surgical procedure it was observed that the vapr clplse90 electrode w hand cntrls device radiofrequency probe broke inside the patient's shoulder. The device was removed. Another like device was used to complete the procedure. There was no reports of delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2025. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.